Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the issue was resolved on (B)(6) 2025. It was stated that the patient was experiencing withdrawal symptoms. It was stated that on (B)(6) at around 12:00, a refill was attempted. First, when trying to collect the residual medication, the waste fluid inside the pump appeared to be blood-tinged (reddish-black). Although there was a greater-than-usual resistance, the amount retrieved matched the expected residual volume. The refill was then attempted, but the resistance was significantly strong, and the medication could not be injected. Negative pressure was applied again, but administration was still unsuccessful. As a precaution, the waste fluid was submitted for bacterial testing. It was stated that the hcp considered the possibility that the puncture was not properly performed and another attempt was made under fluoroscopy around 14:00. Two certified intrathecal baclofen (itb) specialists alternated in performing the puncture. When negative pressure was applied to the pump, which should have been emptied, the same type of waste fluid was retrieved again. Fluoroscopy findings indicated that the puncture was properly performed. However, medication administration was still not possible, even after removing the filter, so the procedure was abandoned. Around 15:00, the laboratory reported that the waste fluid contained a large number of bacteria, leading to a decision for emergency removal. The surface of the pump and the intrathecal catheter were submitted for culture testing. The pump was collected by the manufacturer for investigation, so it was not submitted for culture testing and was handed over to the manufacturer. According to the physician, since the pump was handed over to the manufacturer, there was no way to investigate the contents of the pump further. The hcp stated that ideally, the pump's internal contents would have been submitted for culture testing again, but the details remain unclear. However, the cause of the inability to perform the refill was suspected to be an infection within the pump, possibly causing a malfunction in some part of its mechanism. The hcp stated that the bacteria cultured from the pump surface, the catheter, and the waste fluid were all different, and after surgery, antibiotics were deliberately discontinued after about three days sue to side effects, with the situation monitored. There were no clear signs of infection observed. The hcp stated that this raised the question of whether the hypothesis that an infection could prevent a refill was valid in this case. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the date of o ccurrence of the patient experiencing withdrawal symptoms was unknown. It was stated that the products were extracted only, and that there was no information on newly implanted products. The pump and the catheter would not be returned as they have been discarded due to infection.

Event description:
Information was initially received from foreign healthcare provider (hcp) via distributer on (B)(6) 2024 regarding a patient receiving gabalon via implanted infusion pump. It was reported that the patient had subcutaneous abdominal accumulation that was not severe. The onset of the subcutaneous abdominal accumulation was (B)(6) 2024. It was reported that the outcome was not recovered. A causal relationship with the suspected drug was not related. It was reported that mild swelling was observed in the pump implantation site in the morning. In the evening, when checked again, it was confirmed that the swelling was getting larger. When checked with the patient, the patient said that they had been feeling something strange since yesterday, so a puncture was performed at the retention site. Nothing could be confirmed with exoteric medicine, and there was no inflammatory reaction. There was a high level of glucose, so cerebrospinal fluid leakage was suspected. Furthermore, no symptoms of low spinal cord pressure were observed. The possibility that the tobacco sutures at the time of implantation were loose could not be denied (it was possible that cerebrospinal fluid may have accumulated in the abdominal pump pocket via the catheter). Additional information was received from a foreign healthcare provider via a distributor on (B)(6) 2024. Regarding the cause of the seroma, it was noted it was undeniable that the tobacco suture at the time of implantation was not sufficient, and the leaked spinal fluid accumulated. It was asked but unknown if the event was resolved. Additional information was received from a foreign healthcare provider via a company representative on (B)(6) 2025. The reason for the pump therapy was spasticity caused by neuro-behçet's disease. The dose rate of gabalon was 600 mcg/day. On (B)(6) 2025, during the medication refill, a hematoma-like substance was aspirated from the pump. The possibility that the malfunctioning of the valve, etc. To the pump could not be ruled out. Upon culturing, an infection was confirmed leading to the removal of the pump and catheter. It was further reported that during the refill, there were difficulties with aspiration from the pump and filling the medication; ultimately the medication could not be filled. While changing the puncture needle, syringe, and tube, negative pressure was repeatedly applied, and suction was performed. Afterwards they focused on the drug, but the refill still could not be performed, so the filter, etc., was changed but they still couldn't. They attempted to use salineto refill the pump and applied pressure; however, only a little less than 3 ml could be refilled, so there was a struggle with the suctioning. The onset of the pump infection was (B)(6) 2025. Regarding pump infection, the causal relation to drug was unrelated, and unknown if related to the pump, catheter, or procedure.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg7vrvm16 implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-oct-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that this was the same patient as the patient with the csf leakage, but there was no causal relationship between the events. The lot number of the catheter was provided. The details regarding the csf leakage since then were unknown. The issue with the sutures having been loose was resolved. The cause of the csf leak/swelling/high level of glucose was unknown. The infection was resolved. The serial number of the pump was provided. The cause of the issue with filling or aspirating the pump reservoir was unknown. The pump and catheter were not returned as they were discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) regarding a patient with an implantable pump. It was reported that the subject of the email was targeted drug delivery (tdd) effect on infection on refill. The marketing rep stated that they had received the following request on intrathecal baclofen (itb) from the hcp who was a neurosurgeon in japan. The hcp requested reports of cases where refills became impossible due to infection and literature reports and medtronic's considerations regarding the possibility that infection may cause malfunctions in the pump's internal mechanism.